Event description:
The customer reported being in the emergency room due to kidney infection and high blood glucose of 413mg/dl. The customer experienced a lot of pain and frequent urination. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Instructed the customer to remove the cannula and it was not bent or occluded. The caller believes that the infusion is too short and does not go to deep enough for proper absorption. Advised the customer to call back when the tubing clamp arrives to continue testing. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.